Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that they had a sample that seemed to clog the cartridge chemistry (cc) sample probe on the dxc 600 instrument. Customer stated that there was fluid on the spill tray covering the reaction wheel. No injuries were reported and no erroneous patient results were generated. Customer stated that they flushed the lines and replaced the sample probe and this resolved the issue. No further leaks were reported.